Event description:
The cra reported on behalf of the investigator, dr. (B)(6), that a (B)(6) male who had undergone a thr with an accolade/trident combination on (B)(6) 2014 presented in a&e on (B)(6) 2014 allegedly with a hip dislocation. The customer further reported that the patient underwent repositioning on recovery and that a closed reduction was performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿[..]in this case, the patient related factor of a fall was principal with an unprotected status of the hip capsule early after surgery as facilitating factor and as such root cause of failure is not device-related.¿ -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that there is no indication that the reported event is device related. Furthermore, clinical consultant medical review indicated that patient related factor of a fall was the principal factor contributing to the reported event.

Event description:
The cra reported on behalf of the investigator, dr. (B)(6) that a (B)(6) year old male who had undergone a thr with an accolade/trident combination on (B)(6) 2014 presented in a&e on (B)(6) 2014 allegedly with a hip dislocation. The customer further reported that the patient underwent repositioning on recovery and that a closed reduction was performed.